Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse displayed ua07 during patient use. The patient was readjusted several times without success. The emergency crew reverted to manual CPR. No patient injury reported.

Manufacturer narrative:
The reported event was not reproduced during functional testing of the autopulse platform (sn (B)(4); however, review of the archive data found the occurrence of user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error messages on (B)(6) 2018 and not on the reported event date of (B)(6) 2018, thus confirming the reported event. The ua 7 recorded in the archive data is attributed to a possible improper alignment of the patient and the lifeband on the platform at the time of the event. The autopulse platform is a reusable device and was manufactured on 22 jun 2007. It has exceeded its serviceable life of 5 years and is approaching 11 years old. Evaluation of the platform was performed and no fault or error observed during functional testing. As part of routine service during testing, the platform was and examined found cracked front and bottom covers. Additionally the drive shaft exhibits binding and resistance. The observed physical damages are attributed to the normal wear and tear due to the age of the device, it is unrelated to the reported event. After service repair, the platform was further functionally tested to full specification and operated as intended with no further issues observed. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The error messages observed in the archive are easily clearable by user. For example, the ua 7 error message alerts the operator that the patient is out of position and not properly centered in the platform. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. Ensuring that the patient and the lifeband are aligned and then restarting the platform. Historical complaints were reviewed for service information related to the reported complaint and ccr (B)(4) was reported on (B)(6) 2013 for the autopulse platform with serial (B)(4). Attributed to improper alignment of the patient.